Event description:
Difficulty was encountered passing the iab through the introducer sheath. Because of this, the iab was removed and replaced. It was noticed that the tip portion of the catheter was missing, but it is unknown if it was retained in the pt.